Manufacturer narrative:
A complaint search on 20-nov-2024 revealed that this event was unintentionally not categorized as a product complaint. This report is therefore submitted late. The device was not returned for an investigation and further information is requested to further investigate the issue. A previous CAPA investigation identified the following root cause of this event: misuse of the uss as a ¿handle¿ to change the support arm position instead of using the proper handle of the support arm. This misuse loosens the mechanical connection between the uss and the fpv so it becomes insufficient to hold the uss in place. As a result of the CAPA, the instructions for use were updated accordingly to ensure that future incidents are avoided. Nevertheless, as new incidents of this type were reported by customers a new CAPA was raised to prevent further occurrences. This incident is classified with a risk level of medium and is an acceptable patient risk.

Event description:
On 22-oct-2024 vyaire was informed by a customer, that the uss module was dropped while conducting the test on patient and the uss cable dislodge from the sensor leave only the cable cover on it. The customer reconnected the cable to the uss sensor without turning off the vyntus body. Due to the missing cable cover this resulted in smoke coming out of the fpv module. There was no patient harm reported, further information is requested.